Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she experienced a high blood glucose level of 591 mg/dl. The infusion set had a bent cannula. The customer treated her blood glucose level with a manual injection. The device was not returned.